Event description:
It was reported that distal peritoneal and ventricular catheters were flowing and patent but no fluid was going through valve from rickham reservoir to distal end of programmable valve. Valve was explanted.